Manufacturer narrative:
(B)(4). Concomitant medical products: item# 10000858, acetabular liner, lot# 6463319; item# 010000665, acetabular cup, lot# 6435946; item# 650-1057, cer bioloxd option hd 36mm, lot# 2950529; item# 650-1066, cer opt type 1 tpr sleve 0mm, lo # 2954554. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (as the products remain implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02267, 0001822565-2019-02371.

Event description:
It was reported that a patient had initial right total hip performed. Subsequently, less than 30 days post op the patient developed an urinary tract infection (uti) and was treated with antibiotics. Additional information was requested however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Reported event was confirmed by review of medical records. Review of the medical records identified that the patient had received treatment for a uti, post implantation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: (B)(4).

Event description:
No further event information available at the time of this report.